Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a pt was prescribed contact lenses for correction of residual refractive error following bilateral crystalens implantation. Bilateral yag and lasik were performed. Retinal detachments were also reported. This report refers to the pt's left eye. Add'l info has been requested. Please ref MDR #2031924-2013-00018 for the right eye.